Event description:
It was reported that during a urinary organ procedure, the handle was grasped with breaking sound when the device was approached to the renal artery at the first firing. The firing was finished without any problem, but it was found there was a crack behind the handle. Doctor commented that the device was used with the same tension as usual. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Broken handle,malformed clip. The device was received with the handle broken and with the handle seam separated at trigger assembly area. The device was cycled, the first fourteen clips were conforming however, during the last firing sequence a clip with gap was fed due the handle got more damaged and the trigger could not be completely activated. The device locked out as intended. The instrument was disassembled and insufficient weld was noted on the left and right handle assembly area; causing the damage found. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.